Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Received three (3) photo samples. All photo samples showcase an overview of a 3-way temp sensing catheter with cut portion of inlet tubing. Received a used 3-way temp sensing catheter with cut portion of inlet tubing (without original packaging). Visual inspection noted the temperature wire was unwinding. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using in-house luer lock syringe and the catheter rested with no leaks noted. The catheter balloon deflated passively in under two (2) minutes with no cuffing or leaks noted. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record was not necessary due to the reported event being unconfirmed. The reported event is unconfirmed a risk and labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that while using the foley catheter in the ward, a patient pulled on the catheter and found that the thermistor wire had become misaligned. Attempts were made to drain the sterile water, but it did not come out. After trying various things, the water finally came out. The user requested to check the condition of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while using the foley catheter in the ward, a patient pulled on the catheter and found that the thermistor wire had become misaligned. Attempts were made to drain the sterile water, but it did not come out. After trying various things, the water finally came out. The user requested to check the condition of the catheter.